Event description:
It was reported that this pacemaker and right ventricular (rv) lead were explanted and replaced due to high out of range impedances greater than 2000 ohms. The lead was not tested on the pacing system analyzer (psa) during the revision, thus the device cannot be ruled out as a potential contributor. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. High power visual inspection of the device header and lead barrels noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, where the pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings, and impedances tested within range. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported high out of range pacing impedances.

Event description:
Supplemental report was sent with device analysis.